Event description:
The facility reported a device that had an audible alarm and a visual failure (code unk) on the display. The failure occurred while infusing normal saline on a pt. The infusion stopped once the failure occurred. The nurse tried to reset the pump, but was unsuccessful. The nurse swapped out the device for a different pump. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The reported condition of "an unk failure that stopped an infusion" was not confirmed by baxter, however, the device was evaluated by the facility's biomedical dept. The facility found the reported condition was caused by depleted batteries, and replaced the main batteries and, battery harness to fix the reported condition. The device was retested, and has been returned to use at the facility. The facility has chosen not to send the device in for evaluation by baxter.